Manufacturer narrative:
H3: analysis of the pipeline (lot# b311662) found no bends or kinks with the pusher. The pusher resheathing pad, sleeves, and tip coil were found in good condition. The braid was returned already detached from the pusher. Therefore, the proximal and distal ends of the braid could not be identified. Both ends of the braid were found open, but damaged (frayed). Based on the device analysis and reported information, the customer¿s ¿resistance/stuck during delivery¿ and ¿pipeline damaged during delivery¿ reports were confirmed. It is likely the pipeline flex braid became damaged during delivery. Possible causes of resistance/stuck during delivery include use of an incompatible catheter, catheter damage, patient vessel tortuosity, user does not maintain continuous flush, or users pulls back on/torques wire while advancing pipeline in microcatheter. The phenom 27 catheter is compatible for use with the pipeline flex embolization device, the patient¿s vessel tortuosity was ¿moderate¿, and a continuous flush was maintained. The phenom 27 catheter was not returned; therefore, an analysis could not be performed and conformance to specification could not be assessed. The cause for the reported resistance could not be determined. Regarding the customer¿s report of ¿failure/incomplete open distal¿ the issue could not be confirmed as the braid was returned fully open. Possible causes of failure/incomplete open distal include patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or inappropriate anatomy. The pipeline flex braid was not positioned in a bend and the patient¿s vessel tortuosity was ¿moderate¿. In this event, it is likely the damage found with the braid contributed to the failure to open issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a phenom plus and phenom 27 were used and thrown away.

Event description:
Medtronic received a report that the physician back flushed the pipeline with a merit rxp flushing syringe and once completed the tech began to load the device. The tech noticed that it seemed harder to push the device than normal. The physician then began to push to take the pipeline out to the m1 and noticed it was a little difficult to push as well. Resistance occurred at the hub, proximal, and middle sections of the catheter. The catheter was flushed continuously with heparinized saline. The pipeline did not become stuck. The catheter and the pushwire were not damaged. The physician then moved the phenom plus higher to give more support. The patient had moderate tortuosity. Once the pipeline got out to the m1 the physician began to deploy out in the m1 by pushing wire and unsheathing a little. He delivered approximately 15-20mm of the pipeline when it was noticed that it was opening proximally but it wasn't opening distally. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The physician then resheathed the device and began to deploy again once. When it wasn't opening again, he tried loading the system to help, which it didn't. He resheathed one more time and wagged the system when it still wouldn't open. The pipeline was resheathed less than or equal to 2 times. The physician pulled the system back in hopes that it would help open the distal end of the pipeline device. It was noted that the distal end of the device looked frayed and crimped distally so the physician removed the device. The device was taken out and resheathed with the microcatheter. It was crimped distally and the ends were frayed. There were no additional steps or other devices required to open the pipeline. The pipeline was used for an indication that is approved (on-label). The pipleline and any accessory devices were not prepared as indicated in the IFU as the account used a merit medical rxp flushing syringe by hand to back flush the device. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a 6f cook shuttle 95 cm sheath, phenom plus guide catheter, phenom 27 microcatheter, and a syncro 014 guidewire. The patient was undergoing surgery for treatment of a saccular, unruptured right posterior communicating artery (pcom), cavernous, and paraophthalmic aneurysm. The landing zone was 3.46 mm on the distal end and 5.14 mm on the proximal end. It was noted the patient's vessel tortuosity was moderate.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.